Event description:
In 2004 the physician performed a diagnostic hysteroscopy and discovered a polyp. Physician used a 3mm electrode to remove the polyp. Physician then performed a thermal balloon ablation procedure. Physician could not achieve a pressure more than 40mmhg and thought something was wrong. Physician performed a diagnostic hysteroscopy and discovered a hole. Physician placed the hysteroscope through the hole to check for bleeding and bowel involvement and found none. Physician then terminated the procedure and gave the pt one dose of antibiotics. Pt was discharged to home.